Event description:
It was reported that the catheter was broken and stuck on the wire. An angiojet solent omni was selected for use. During the procedure, a radial artery puncture and recanalization with angioplasty was performed. After positioning the 6f radial introducer, it was possible to pass the aspiration catheter to the radial artery to the graft. The pulse spray was performed and waited for 40 minutes. When aspiration of the thrombus was about to be performed, it was noticed that the catheter was entrapped on the bsc 0.035 stiff guidewire. The catheter was also observed to be fractured. The catheter and guidewire were removed together. Guidewire access was re-established, and a new angiojet solent omni catheter was advanced. However, this catheter also became entrapped on the guidewire. The procedure was completed with a new device. There were no patient complications reported.